Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.159 ohm. Specs are (B)(4). Rite test failure, no patient involved. After review of the (B)(4), the customer discontinued use of the device due to: unknown.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.159 ohm. (Specification (B)(4)). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.688 to 0.005 ohm when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. The door post was scrapped. Device was sent to servicing.